Event description:
It was reported that the external pulse generator would not power up. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator would not power up. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator would not power up, using the battery which was returned with the generator which measured 4.74 volts no load, however when that was replaced with a 9 volt battery the issue could not be confirmed. Analysis did find that the upper case was dented which was affecting the keyboard positioning, that the lower case and ring cover were contaminated, that one bail cover was missing and one was broken and that the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.